Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced shocking/jolting all over the body. The pt was in fair condition. The pt programmer was reviewed, including how to shut the device off. The pt had difficulty using the programmer due to blindness. The pt was referred to her physician. If add'l info is obtained, a f/u report will be filed.